Manufacturer narrative:
Visual and photographic inspection determined that the locking screw is fractured. The tin coating is worn on the edge of the reamer threads. The reamer and locking screw were dimensionally inspected and found to meet print specification. Material hardness tests were conducted on the reamer and locking screw. The results were within specification. The lot number has an approximate field age of 5 years and 9 months. The device was being used for treatment. Not having the reamer locking screw completely and securely screwed into the driver may be a possible cause of the reported failure. This situation may allow the reaming torque and any bending forces to be applied to the threaded peg, instead of being transmitted by the reamer body's facets to the tabs of the driver. The exact cause of failure cannot be determined, however. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that while reaming the glenoid, a post on the reamer broke. It was stated the patients bone was hard, and that all pieces were removed without incident.